Manufacturer narrative:
Device is a combination product.   (B)(4). A promus element ous, mr, 2.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that some distal and centre struts were slightly misaligned. The undamaged proximal crimped stent outer diameter (od) measured which was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter length, this type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damaged noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 05-dec-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.